Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals associated with patient symptoms. This rv lead was explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.